Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was a csi atherectomy procedure and atherectomy and stenting had been performed in the left anterior descending (lad) coronary artery with stenosis and calcification. The nc trek balloon dilatation catheter (bdc) was prepped and during advancement on the guide wire without resistance, the shaft became kinked before entering the patient. The device was used anyway and during advancement there was slight resistance with the anatomy and the shaft separated. The proximal portion was simply withdrawn but the distal portion was removed when it was trapped by an additional bdc. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The balloon dilatation catheter (bdc) was not returned for analysis. Based on the report information the account damaged the device during prep. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The reported event stated the balloon was inflated to 20atms. It should be noted that instructions for use (IFU), "prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment.¿ it is likely the IFU violations contributed to the reported difficulties. Based on the information provided the cause for reported the difficulties was due to use error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was retained by hospital and is not available for evaluation.